Manufacturer narrative:
Device evaluations is anticipated.

Event description:
It was reported that "the lens trailing haptic broke off upon insertion into the patient's left eye. The surgeon enlarged the incision and used scissors to cut the lens in half and safely removed from the eye. A different lens was implanted intraoperatively without issues. The posterior capsule remained intact. Patient is doing good."

Event description:
It was reported that "the lens trailing haptic broke off upon insertion into the patient's left eye. The surgeon enlarged the incision and used scissors to cut the lens in half and safely removed from the eye. A different lens was implanted intraoperatively without issues. The posterior capsule remained intact. Patient is doing good."

Manufacturer narrative:
Follow-up report #1 is being submitted to FDA for the following reasons: corrected information: device evaluated by MFR: device evaluated? Corrected to yes. Additional information not available/included in initial report: added "company representative". Indicated "follow-up #1". If follow-up, what type: indicated "correction" and "additional information". Added manufacturer's codes for: method; results; and, conclusion. Additional information not available in the initial report: findings from the manufacturer's product/complaint investigation, as noted below: the lens was ejected from the injector tip. The trailing haptic was torn at the haptic tip. The slider and the rod could advance fully. Trace of lubricant was found inside the cartridge tip. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. From our investigation, we believe this issue is not product related. Additional information not available/included in the initial report: risk analysis conducted on the product line and failure code, as noted below: a review of the most recent complaint trending data indicates no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation. This event can now be considered closed.